Event description:
Hamilton medical ag received the following incident description: technical fault tf 5507 at bootup.

Manufacturer narrative:
Sensor board was found defective and replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during boot up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Manufacturer narrative:
Sensor board was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description: technical fault tf 5507 at bootup.

Event description:
Hamilton medical ag received the following incident description: technical fault tf 5507 at bootup.

Manufacturer narrative:
Sensor board was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.